Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there high impedances greater than 10,000 ohms. The patient experienced intermittent stimulation. The patient reported 2 weeks prior to report that the stimulation was not working the way it was originally. All contacts 0-7 were out of range. The manufacturing representative stated that intermittently 2, 6 were in range. The patient reported that if he pushed on the implantable neurostimulator (ins) he felt stimulation come back intermittently. The cause of the impedance issue was not determined. It was unknown if there were any lead fractures. Troubleshooting included reprogramming the device. It was unknown how the patient was doing.